Event description:
It was reported that the patient was hospitalized with hypoglycemia. The patient's blood glucose levels were 22 mg/dl. The patient was given glucagon and then 911 was called. The patient reports they are currently still in the hospital for aspiration pneumonia and declined to give any further details on hypoglycemia event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.